Event description:
The customer's wife stated that the customer's current blood glucose reading was 27 mg/dl. The paramedics were called to the customer's home for assistance. The wife stated that the blood glucose levels were in the 30 mg/dl range the night before. The wife also stated that the night-time basal rates may need to be adjusted. Troubleshooting was performed and the insulin pump settings were correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We,therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.